Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The DHR review showed a nonconformance (ncmr# (B)(4)) raised during the production of this lot for a fipg adhesive issue. With no product nor photographs available for investigation, it is not possible to confirm or reject any potential relationship between the alleged defect and the nonconformance. The available evidence shows that the nonconformance has been addressed as per latsop502, bounding on the identified affected product has been performed, 30.600 units have been placed in qa hold and destroyed after disposition. The machine issue has been resolved and documented through maintenance ticket (B)(4). A double number of samples has been tested upon the resolution of the mechanical issue, confirming compliance of the product with the specification. Review of the complaints database showed another complaint (B)(4) on the lot involved, however the allegation could not be confirmed, like for the complaint currently under evaluation, as no product nor photographs were provided for investigation. On the basis of the available evidence and with no product available for evaluation, we cannot confirm with confidence whether a quality related issue has resulted in the customer reported problem.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during blood collection, blood leaked out of the bevel. There was patient involvement and no harm reported.